Event description:
Tip of olive suction comes off during use. Unknown pt reported in staff meeting. No residual problems. Staff could not remember exact day, only that it happened and they were able to remove the tip from surgical area of pt.